Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had the critical block and inverse critical block did not add to zero error. Customer's blood glucose level was 130mg/dl. Customer did not wish to troubleshoot for the error. Insulin pump will not be returned for analysis.